Event description:
It was reported that during set up for a thyroidectomy, the mounting screw broke on the device. Case was completed by using a replacement. No pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.